Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch # l54r0h. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received: what is the current status of the patient? Defunctioned and well. However it is a poor anastomosis/permanent failure/still a hole in it/anastomosis is very low in the pelvis in the presacral cavity, it is still early days and so mr (B)(6) does not know whether continuity will be restored at some point or whether it will be a permanent stoma. Were any of the forces higher or lower than expected (closing, firing, or opening)? No was the transection created using one or multiple firings of the device? One firing were there any staples observed in the surgical field or the specimen? If yes, what was their appearance? No staples were ever seen . It appeared that the contour only cut and that no staples were seen in the patient or on the bowel is a specimen available for analysis? No.

Event description:
It was reported that during a low anterior resection procedure, ¿when the contour was fired, no staples came out but the instrument lacerated the bowel. I fired a pi30 below (very limited space) and finished with a ceea 34 but had an air leak initially which seemed to resolve on retesting. I even sigmoidoscoped the anastomosis and couldn¿t see a hole. However he has now just been up for a contrast study and I¿m afraid has a sizeable posterior leak so needs an eua etc. He¿s had radiotherapy so I don¿t know how far we¿ll get. He remains defunctioned and well." A competitor¿s device was used to complete the procedure.